Event description:
It was reported that the patient underwent a l4-s1 tlif using posterior fixation, and interbody device, and rhbmp-2/acs. The patient has healed the incision without inflammation and no generalized fever, but has developed low back pain that is more than usual, bilateral groin symptoms, and bilateral pedal paresthesias. Imaging shows a 1.7 cm cyst emanating behind the interbody device extending to the right foramen. No lab tests have been performed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.